Event description:
The customer reported that the central nurse's station (cns) does not have any audible sound. There was no patient injury reported.

Manufacturer narrative:
The customer changed the audio cable and connected speakers, but the issue persisted. The customer wants to send in the unit to be repaired. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not emitting audible sound. The customer changed the audio cable and connected external speakers, but the issue persisted. No patient harm was reported. Investigation summary: the customer stated they had swapped the audio cable and connected external speakers but still no sound. The customer later stated that they were able to get the audio issue resolved, but no details were available. The cns is equipped with a speaker, built into the main touch screen display. Audio is transmitted from the main unit to the speaker via an audio cable. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front of the cns. Should the monitor placement and/or the main unit be relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can be adjusted. The information provided for this event was not conclusive in whether the user was sure the alarm did not sound or that the user could not hear the alarm. Since all other alarm functions, including visual alarm and screen messages were working, it is presumed that the cns was working as intended. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.

Event description:
The customer reported that the central nurse's station (cns) was not emitting audible sound. There was no patient injury reported.